Event description:
The customer reported that while the unit was in use on a pateint, the keypad was not operating. The device was switched to another patient and therapy was continued. No patient injury was reported.